Manufacturer narrative:
A product investigation is in progress.

Event description:
Needed a tool to retrieve piece of tampon out of vagina...quarter size ball of cotton that was removed - tampax [foreign body in reproductive tract]. Retrieve piece of tampon out of vagina...quarter size ball of cotton that was removed - tampax [device breakage]. Case narrative: consumer reported via e-mail that there was a piece of tampon in her vagina. No serious injury reported. Lot codes: 2104243048w, 2008243066w, 2149243066w, 1237243065w.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Needed a tool to retrieve piece of tampon out of vagina...quarter size ball of cotton that was removed - tampax [foreign body in reproductive tract]. Retrieve piece of tampon out of vagina...quarter size ball of cotton that was removed - tampax [device breakage]. Case narrative: consumer reported via e-mail that there was a piece of tampon in her vagina. No serious injury reported. Lot codes: 2104243048w, 2008243066w, 2149243066w, 1237243065w.